Manufacturer narrative:
Additional information was received that the ipg was placed high up on the patient¿s back by the previous physician. No device malfunction was suspected.

Event description:
A report was received that the battery was not charged in nearly a year. It was noted that the patient did not like the way the ipg was placed previously. Fluoroscopy showed that ipg had turned. The patient will undergo a revision procedure.

Manufacturer narrative:
Date of event: 2016.

Event description:
A report was received that the battery was not charged in nearly a year. It was noted that the patient did not like the way the ipg was placed previously. Fluoroscopy showed that ipg had turned. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the battery was not charged in nearly a year. It was noted that the patient did not like the way the ipg was placed previously. Fluoroscopy showed that ipg had turned. The patient will undergo a revision procedure.